Event description:
During a distal femur fracture procedure, the torque limiting screwdriver tip broke using a titanium liss set. The surgeon put the screwdriver into the screw and was going to (back out) the screw, the tip of screwdriver head broke and was not retrieved. The surgeon noted: the screw was well fixed in. Surgeon successfully completed the procedure, the tip of the screwdriver remains in the patient.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
The hex tip of the returned device is sheared off and was not returned for evaluation. Only approximately 1 mm of the hex tip remains on the device. The shear is straight and even which suggests homogenous material. There are multiple areas on the handle where the anodize layer has worn through to the base material. This device's design was reviewed and is adequate for the device's intended use. The design did not contribute to this complaint condition. The returned device was manufactured in july 2006 and is over 6 years old.